Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had a scale marking issue. The following information was provided by the initial reporter: "the 3 ml syringe is coming up in packaging with no volume markings on the side."